Event description:
Healthcare professional reported right side "bleeding" and "textured". Healthcare professional later reported "encountered unusual bloody fluid collection. Implant removed to discover mass on chest wall." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "bleeding¿, and "textured" and later ¿encountered unusual bloody fluid collection¿. The events of bleeding and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.